Manufacturer narrative:
Section d3: correction. Section d10: additional information. Section g1,2: correction. Section h3,4: additional information. Manufacturer's investigation conclusion: the reported event was confirmed and reproduced during testing of the returned centrimag flow probe (sn#: (B)(6) and its related primary console (sn: (B)(6), evaluated under MFR#: 2916596-2019-02069). The returned devices were evaluated and tested by the service depot. The reported issue was confirmed and reproduced and was narrowed down to a defective primary console display. Visual inspection of the returned flow probe did not reveal any issues. The flow probe was connected to a test system, which was then operated at multiple different speeds and flows. Each time the flow probe responded as designed. The flow probe was found to function as intended. As a result, the reported event could not be correlated to a flow probe related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that centrimag console blank screen was observed. The lp/n numbers show but rest of the screen has gone blank. The motor was replaced. No additional information provided.